Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D10: concomitant medical products: ultrasound-guided one-step drainage set s-type (p/n 22110231) from hakko. E2: health professional: unknown. E3: occupation: unknown. G4: PMA/510(k): k923607, k926214. H4: device manufacture date: unknown due to unknown lot number. The actual sample was discarded by the involved facility. Since the actual sample was not returned, analysis of it could not be performed. Since the involved lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Regarding the involved product type, there have been no reported incidents attributable to the manufacturing process in the past two years. Since the correct lot number involved in this issue was unknown, the review of manufacturing records and shipping inspection records could not be performed. In addition, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "do not manipulate or withdraw the glldewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during liver surgery on (B)(6), a torn portion of guidewire remained in the tumor cyst on the liver resection surface. The fragment was left in the patient. Abscess drainage was performed on a patient who had previously undergone liver abscess resection at another hospital. The abscess was punctured using a ptc needle, a guidewire was inserted, and drainage was successfully carried out. However, during the attempt to remove the guidewire for a confirmatory contrast imaging, it became entangled with the ptc needle, resulting in a section breaking off approximately 5 cm from the tip. This fragment remained inside the liver abscess, and the decision was made to conclude the procedure without removing it. Considering that the fragment was lodged within the abscess, the likelihood of it migrating to another area was low. Therefore, it was initially deemed safe to leave it in place without immediate concerns. However, according to the follow-up information, they were planning to surgically remove the fragment during the next drainage procedure. Currently, there are no health risks to the patient, and the condition of the liver is showing improvement with the drainage treatment. Currently, there is no risk to the patient's health. The condition of the liver was showing improvement with the drainage treatment.